Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 596 mg/dl with small ketone levels. As routine, the customer's mother administered the customer manual insulin injections to address bg. During troubleshooting with tandem technical support, air bubbles were observed in the infusion set tubing. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.